Manufacturer narrative:
Information was received indicating event date and indicated that it was unknown whether the event occurred while in use with a patient.

Manufacturer narrative:
Other, other text: returned device was received in good physical condition but the pump had a scratched screen. During the evaluation of the device, the issue was unable to be replicated. No fault was found with the returned device. The sensor was recalibrated and the downstream sensor was replaced as preventative measures. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical pump "alarms cassette". There were no reported adverse events.